Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge a battery) has been confirmed. As received, the charger/modem would not charge a battery pack. Upon evaluation, there was liquid contamination on the battery board and q1 and u13 on the bedside board were internally shorted. The cause of the inability to recognize a battery pack is the internal short on the bedside board due to the liquid contamination.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem would not charge a battery.